Event description:
Additional information received reported it was not known what was causing the patient's pain. A reprogramming was attempted but the patient's issue did not gett better. The patient did not have an issue recharging.

Event description:
It was reported that the patient's implantable neurostimulator (ins) helped with pain only minimally and created a different pain higher in his spine. Also, charging was only possible while he was standing fully erect. The location of the ins implant site was too low for the belt to keep the antenna in place. A burning sensation near the lead insertion site and stimulation in the wrong location during reprogramming were also reported. Additional information received reported that the patient was still having concerns with the device or therapy but that he was working with his physician or the manufacturing representative. The patient had appointments scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, lot# v611752025, implanted: (B)(6) 2011. Product type: lead, product ID: 3778-60, lot# v611800007, implanted: (B)(6) 2011. Product type: (B)(4).